Manufacturer narrative:
This product is not marketed in the us. No similar complaints were reported for the units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -9.00 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced very low vault. On (B)(6) 2017 the lens was exchanged for a longer lens, however the surgeon documented that vault was already looking excessive at the time of surgery. The decision was made to implant the lens in the vertical position. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found pieces of haptic torn off and missing. There was evidence of clear sticky residue on the lens. (B)(4).